Manufacturer narrative:
Initial reporter address: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the twist clamp of a peritoneal dialysis (pd) transfer set would not close. This issue was further described as, ¿twist clamp was unable to lock¿. This was observed after use of the device for pd therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.